Event description:
An eye care professional reported that an unspecified pt experienced discomfort and redness after changing the left contact lens in 2008. The pain level increased despite removing the lens. Ciloxan, rifamicine and desorgamine were prescribed for treatment of a corneal abscess/ulcer, located para-central cornea, about two days later, at an emergency room. A risk of infection to the fellow eye was noted. O2optix for astigmatism contact lens was in use at the time of event. The lens case was cultured positive for serratia marscens. No pre or post event visual acuity has been provided. Scarring is expected. Request has been made for add'l info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." A mfg investigation is underway. If any abnormality is found, a follow up report will be provided.